Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the delivering of a smart control stent (6.0/150mm 120cm) to the lesion, it was reported that the outer sheath was slightly retracted. Therefore, it was exchanged for a different unknown stent and the procedure was finished successfully. There was no report of patient injury. The device was prepped per IFU instructions. There were no anomalies noted prior to inserting the device into the patient. Approach was made from the left brachial artery. There was tracking difficulty towards the lesion. It is likely that the device prematurely deployed while being advanced. The stent was not visible. The target lesion was the right superficial femoral artery. The lesion was heavily tortuous. The rate of stenosis was unknown. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during delivery of a smart control stent to the lesion, it was reported that the outer sheath slightly retracted. Therefore, it was exchanged for a different unknown stent and the procedure was finished successfully. The device was prepped per IFU instructions. There were no anomalies noted prior to inserting the device into the patient. Approach was made from the left brachial artery. It was also noted that there was tracking difficulty to the lesion and it was likely that the device prematurely deployed while being advanced. The stent was not visible. The target lesion was a heavily tortuous right superficial femoral artery with an unknown rate of stenosis. There was no report of patient injury. One non-sterile smart 120 150, sfa - 6x150mm was received coiled inside a plastic bag. Unit was not deployed. Valve was received closed. An unknown stopcock was received added to y connector. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. The usable length was measured and found within specification. Deployment process test was performed according to procedure and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures ¿sds-tracking difficulty¿ and ¿sds-deployment difficulty-premature/in patient ¿reported by the customer were not confirmed; since the unit was not received deployed and no anomalies were found during dimensional and functional analyses. The cause of the failure could not be conclusively determined. Neither the DHR review not the product analysis suggests the reported failure is related to the manufacturing process. Therefore, no actions will be taken. Analysis of the returned device did not confirm the reported event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event.